Event description:
Piece of rib was removed about 9 years ago and a cordoroy "goretex" mesh was used to replace the removed bone. Ever since that operation, I have had infections and low grade fever that go away with antibiotics. I have had work-ups done to rule out other poss problems. I also get a sharp pain where the implant is and it gets warm. I have the lot# and item#. This mesh very well may be breaking down as are others and infecting me. I need help as the goretex co said the mesh in me was recalled and my dr is giving me the run around because I want it removed.